Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The device was returned to a third-party service center with no initial alleged complaint. There was no harm or injury reported. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician noted dust fail contamination and error code e007 (err_software), e050 (daily_values_corrupt), e053 (comp_log_sem_timeout), e055 (therapy_queue_full), e065 (err_stuck_encoder_a) present. The device was observed to be contaminated with dust. The device was scrapped by the service center after the evaluation was completed.